Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Missing device manufacture date. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively while setting up equipment and delayed the surgery by less than one hour. It was reported that the position sensor unit (psu) had communication failure. The psu was rebooted, and the cable was disconnected and reconnected, but the issue persisted. The surgery was completed without navigation and there was no impact on patient outcome.